Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image on the screen went out at mid procedure. The controller was unplugged and plugged back; however, the problem was not resolved. The procedure was not completed and had to be rescheduled to the following week since another spyscope ds ii was unavailable. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted signs of use in the form of witness marks on the repeater board of the umbilicus connector, indicating it was connected to a controller for use. No elevator marks were observed on the shaft. No additional observations were made upon inspection of the length of the catheter and umbilicus. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no damage to the camera wire in the strain relief, breakout, or interface with the printed circuit board assembly (pcba). An image test for visualization was performed. The device was plugged into the controller and a clear, live image was displayed. The device was fully articulated and the tip was manually manipulated in all directions; no degradation of the image was observed. The handle was opened and the components within were visually inspected. No damage was observed. It was noted that procedural residue was present on components in the breakout region, indicating that procedural fluids had back-flowed up the optics lumen and into the handle during use. To test for this, saline was flushed through the irrigation tubing with a syringe, and the catheter tip and working port were blocked to induce back-flow into the optics lumen. Poor-quality image was observed, with lines of blue, orange, and purple across the screen and image was lost. Saline was drained from the device but the image was not restored. The reported event was confirmed. A risk review confirmed that the event is accounted for in the risk documentation, which indicates that the image can be impacted by fluid ingress into the optics channel. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image quality became poor and then was lost. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image on the screen went out at mid procedure. The controller was unplugged and plugged back; however, the problem was not resolved. The procedure was not completed and had to be rescheduled to the following week since another spyscope ds ii was unavailable. There were no patient complications reported as a result of this event.